Event description:
Information was received indicating that a no disposable pump won't run alarm and no disposable clamp tubing alarm was noted with a smiths medical cadd cassette reservoir. No adverse effects were reported.